Manufacturer narrative:
No device history search was performed since no source device serial number was reported by the customer. A review of the april 2021 complaint review board (crb) did not find an increasing trend for the reported issue of "device experienced a channel error and turned off " based on the crb review and the limited information provided no further investigation actions will be performed. The root cause of the customer¿s complaint that the device experienced a channel error and turned off could not be confirmed; no product or device logs were returned for investigation. The reported issue that the device experienced a channel error and turned off could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time.

Event description:
It was reported that the device experienced a channel error and turned off. The customer believes the cause to be a corroded iui or software issue. There was no reported adverse effects caused to the patient.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device experienced a channel error and turned off. The customer believes the cause to be a corroded iui or software issue. There was no reported adverse effects caused to the patient.